Event description:
A 3.5mm diameter x 15mm length medtronic ave s670 rapid exchange stent delivery system was inserted into the proximal circumflex coronary artery. It was not possible to cross the target lesion despite attempts to "push through" the stent; therefore, the stent and delivery system were pulled back. Upon removal, the stent dislodged from the stent delivery system at the intended lesion site. A quantum ranger balloon was then inserted to successfully deploy the stent at the intended lesion site in the proximal circumflex artery. The physician did not follow the instructions for use when the lesion was not pre-dilated and when the stent was advanced into the lesion despite resistance. There was no pt complication and no add'l clinical sequelae reported relative to the event.